Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump would no longer function after water exposure. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced but did not return the device for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, sleep current measurement, active current measurement, and self tests. No unexpected blank displays were noted. Per visual inspection the electronic assembly particularly the power connectors, lcd display, ribbon cables and the connector the main board showed no signs of moisture damage. (B)(4).